Event description:
It was reported that the burr was stuck on the guidewire. A 1.50mm rotapro and rotawire extra support guidewire were selected for use. During the procedure, the rotapro burr was blocked by the guidewire and the guidewire bent. The burr and the guidewire were removed and replaced with a new one. The procedure was completed and there were no consequences for the patient.